Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture and no sensing were noted on the epicardial (right ventricular) (rv) lead. A lead fracture was confirmed. The patient was intubated and received pharmacological intervention. The lead was partially removed and replaced during a changeout procedure. No patient complications have been reported as a result of this event.